Event description:
It was reported that stent partial deployment occurred. The stenosed target lesion was located in the iliac artery. During unpacking of an 8x40x120 epic vascular stent and when it was about to advance through the guidewire, the tip of the stent was found to be partially deployed. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: epic vascular 8x40x120, was received for analysis. The device was received with the stent partially deployed on the delivery system. No damage was noted to the stent. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified no issues along the length of the device. No damage or issues were noted with the handle of the device. (E1) initial reporter address 1: (B)(6).

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent partial deployment occurred. The stenosed target lesion was located in the iliac artery. During unpacking of an 8x40x120 epic vascular stent and when it was about to advance through the guidewire, the tip of the stent was found to be partially deployed. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.